Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray image demonstrates the placed stent inside the vessel; resolution is poor, so that single struts are not visible but the contour of the deformation of the stent like an hour glass confirms stent twisting. A stent fracture cannot be identified. Based on the investigation of the provided information, the investigation is confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment; in particular the instruction for use state: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible, and replace with a new unit.' In regards to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' Expiration date: (expiry date: 10/2023).

Event description:
It was reported that during a stent placement procedure in a heavily calcified sfa with contralateral femoral access, the stent allegedly fractured. Therefore, another manufacturer's stent was deployed inside this stent. There was no reported patient injury.